Event description:
This pt is a participant in a study, and experienced this event post approval. Pt experienced pain for less than one year and was treated with narcotics and physical therapy. Pt was implanted with a cervical plate for fusion at c5-c6 (index level). Pt returned to the doctor 5 years post implant complaining of significant and persistent neck and shoulder pain. Radiographs showed as loss of structural integrity at c6-c7. Pt was sent for an MRI to confirm diagnosis and what returned to the or for removal of cervical plate and anterior cervical fusion at the adjacent level of c6-/c7. Pt experienced post op pain but the symptoms resolved.

Manufacturer narrative:
MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.